Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr xl hip with a tri-lock femoral stem on her left side. Since the procedure, patient has had symptoms including but not limited to hip pain that radiates to her left leg and knee and problem sitting, standing and moving up and down stairs. Additionally, it is alleged that patient now faces the potential for a revision surgery in the future. Update: (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.